Manufacturer narrative:
Carefusion's customer advocacy department has communicated with the customer and the customer has stated that they found no problems with the ventilator and that they educated the staff in regards to how to properly set up the ventilator. At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported during patient use the patient was having an episode of low oxygen saturation while on the avea ventilator. The customer found the avea ventilator with a disabled fio2 alarm. The patient was placed on alternate ventilator no further injury to the patient noted.